Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No moisture damage found on electronic assembly/motor. Analysis was unable to verify for vibration or constant tone due to unresponsive keypad/button. The insulin pump had cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was 165 mg/dl at the time of the call. The customer stated that after water exposure the insulin pump vibrates without an alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.